Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was 915 mg/dl. The customer experienced abdominal pain, nausea, and vomiting. The customer was treated with an intravenous drip upon admission. The customer had complained of abdominal pain for a week leading up to the event. The customer was wearing the insulin pump at the time of hospitalization. The caller noted that the unexplained high blood glucose began (B)(6)2015. The nurse stated that the bolus wizard and basal rates had been programmed correctly and that the bolus history displayed all entries based on the customer's recollection. The device passed the high pressure test during troubleshooting. They were advised that the insulin pump worked as designed, and the customer was advised to change the entire set, reservoir and insulin and treat per doctor's instructions. The caller was advised to follow up with a doctor.